Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components on the computer / analog (ca) board. The cause of the inability to power on is the damaged components. The cause of the damaged components is the high voltage deviation. The root cause of the high voltage deviation could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor would not power on.